Event description:
It was reported that (1) device was used during a hepatectomy. It was reported by the affiliate that the tl90 device staples malformed. Another device was used to complete the case. There was no consequence to the pt.